Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. The field service engineer (fse) evaluated the device. The fse verified the error code in the event log but could not duplicate the reported condition. The ventilator passed all testing and operated within the manufacturing specifications. The product meets specifications. The service history record for this device was reviewed for similar symptoms. No relevant symptoms were found in the device service history record. Complaint trends will continue to be monitored. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator generated an error (1109) relevant to machine pressure autozero failure. The ventilator was in use on a patient at the time of the event occurred. There was no patient harm reported.